Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2022. At 5:30 am the patient had severe hypoglycemia without any symptoms, lost consciousness and fell. He did not remember any cgm values or receiving any alerts at the time of the event. The patient's spouse called an ambulance and the patient arrived at the hospital an hour later. The physician administered a glucagon injection (1 mg) and the patient¿s bg finger stick rose to 70 mg/dl. At 10:00 am the patient regained consciousness. He had a headache, a bruise on his head and his elbow hurt after the fall. He remembered receiving a medication for cramping, and examinations and testing for heart rhythm and brain signals. A bg finger stick value prior to discharge was 180 mg/dl and the cgm value showed 65 mg/dl. After his blood glucose stabilized, he was discharged that afternoon in good condition to further recover at home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.